Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing filter turns black in the device. The patient alleged 2 surgeries and laser treatment on her nose. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous report submitted has the "MFR report #" field with 2581422-2022-62354 when it should be 2518422-2022-62354. It is corrected in this report.

Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2022-62345-1 with incorrect information in section b2 as other serious or important medical events. After review, it was determined that this was incorrectly selected in section b2. Nothing such has occured to the patient. Corrections to previous MDR are made in this report as follows. Section b1 and b2 was updated to reflect product problem. Section h1 and h6 has been updated to reflect malfunction.